Manufacturer narrative:
(B)(4). The actual device was not available; however, two retained samples were evaluated. Visual inspection and under water leak testing were performed, and no issues were identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard compatible bloodset leaked during a blood transfusion. This occurred during infusion in the intensive care unit. The device was being used with an infusion pump. The reporter stated that the nurse had observed blood on their glove before starting the infusion. The nurse then started the infusion, and noticed ¿blood on the floor and coming out of the pump.¿ the reporter stated that there appeared to have been a hole in the set. The set was replaced and the infusion was continued. There was no patient injury or medical intervention associated with this event. No additional information is available.